Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The device, cable, and pads were tested using a test adapter without duplicating the report. Review of the printed strips from june 2, 2025, showed the device was in pacer mode and recorded multiple pd core warning 247 events. This occur when valid patient impedance is not detected, which can be the result patient preparation, poor coupling, or electrode positioning. There was no fault found with the device. The device was recertified and returned to the customer. The pads were sent to zoll chelmsford without the original packaging. The pads were tested and passed continuity and pacing tests without issue. Pads were scrapped after evaluation. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to pace a patient, (age & gender unknown), the device displayed a "pacer pad failure" message. "No pacer pads connected" was observed on the screen. Two sets of pads were used but the problem persisted. Pacing was successful when connecting the 3 leads cables. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.